Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
It was reported that during procedure hemostatic valve of steerable guiding sheath was leaking. There was no known patient side effects reported. No additional information is available.

Manufacturer narrative:
The device used in treatment. The device was not returned for analysis, therefore, the clinical observation could not be confirmed. Device used in treatment. The investigation was focus on a review of product documentation. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Per procedure destino steerable guiding sheath in-process and final inspection; perform leak test according to procedure based on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. This procedure is performed on 100% of the sheaths. The instructions for use (IFU) informs user: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. Slowly remove the dilator from the sheath. Caution: rapid removal may damage the valve membrane resulting in blood flow through the valve based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.